Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having unknown spinal therapy. It was reported that the patients bone was very strong and while putting in the screw on power the screw was unable to advance further. When surgeon tried to back out the screw the screw was unable to back out. And the threading around the tulip head of the screw was beginning to break. Eventually the screw head came off and the shank was left in the patient after numerous efforts with usr. There was no patient symptom reported. There were no further complications reported regarding the event.